Event description:
During a routine shift check by a clinician, the device intermittently displayed a 'pacer fault 117' message. Complainant indicated that there was no patient involvement in the reported malfunction.